Event description:
Patient underwent open heart surgery procedure during which time a sorin heater-cooler system was used. Patient was later identified/diagnosed with a (B)(6) infection. This facility is unable to confirm that the (B)(6) infection can be directly related to the use of the sorin heater-cooler system.